Event description:
A baxter engineer reported a pump with depleted batteries. This occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of depleted batteries was confirmed. The device was evaluated at the customer's site in 2007. Inspection of the device found that the pump's batteries were potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.